Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. The representative reported that they replaced the cp2 for the imaging system as a precaution to ensure the reported issue would not happen again. The imaging system then passed the system checkout and was found to be fully functional. The suspect cp2 has been received by the manufacturer for analysis. Testing has not been completed at this time, therefore no results are available.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), image quality was poor when performing the phantom calibration. When attempting a gain calibration, the processor for the panel would not start up properly. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.